Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for an unknown reason, the patient received inappropriate therapy for supraventricular tachycardia with rapid ventricular response. The device had registered an alert for a long charge time. A possibility cause of the normal long charge time may be due to the high demand on the battery. The patient is scheduled to return for a manual capacitor maintenance. The patient condition is stable.